Event description:
It was reported that the patient experienced ineffective pain relief from their spinal cord stimulation (scs) system. It was noted that the scs leads displayed high impedances. The patient underwent a revision procedure in which the two leads were replaced. The explanted leads will not be returned as they were discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block d2b: lgw, qrb. Block b3: date of event approximate. Additional suspect medical device components involved in the event: brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).